Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: addrl1 ipg, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient presented to the clinic with complaints of passing out. When the physician manipulated the device in the pocket, noise and loss of capture were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.